Event description:
According to the reporter, during a laparoscopic uterine fibroid removal, when the uterus was being sutured, the thread hung on the tissue and broke. The other three consecutive threads were sewn and broken, resulting in untimely uterine suturing and prolonging the operation time. A new suture was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: vlocl0326 v-loc 180 0 grn 45cm gs21x12, (lot number: a4d2214vy) vlocl0326 v-loc 180 0 grn 45cm gs21x12, (lot number: a4d2214vy) vlocl0326 v-loc 180 0 grn 45cm gs21x12, (lot number: a4d2214vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.